Manufacturer narrative:
Date of event: the date of event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that per social media a dissection occurred. During a percutaneous coronary intervention, a rotapro with 1.25 burr was unable to cross the target lesion. It was noted that there was no decrease of rpm despite reaching 240,00 rpm. A new attempt with a rotapro with a 1.5 burr (180,000rpm) was able to cross the lesion. After rotablation, a wolverine cutting balloon was advanced to dilate the target lesion. A synergy megatron stent and a synergy stent were advanced to the target lesion and a proximal dissection was noted up to the right coronary sinus of valsalva. The procedure was completed. No additional patient complications were reported in relation to this event. It was further reported that the dissection was not a result of a boston scientific product. It was noted that the physician was very satisfied with the overall performance of boston scientific products in the case, particularly the megatron. It was noted that the issues were the result of case complexity. The megatron and all other boston scientific products helped to resolve the case positively.

Manufacturer narrative:
B3: date of event: the date of event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in april 2020.

Event description:
It was reported that per social media a dissection occurred. During a percutaneous coronary intervention, a rotapro with 1.25 burr was unable to cross the target lesion. It was noted that there was no decrease of rpm despite reaching 240,00 rpm. A new attempt with a rotapro with a 1.5 burr (180,000rpm) was able to cross the lesion. After rotablation, a wolverine cutting balloon was advanced to dilate the target lesion. A synergy megatron stent and a synergy stent were advanced to the target lesion and a proximal dissection was noted up to the right coronary sinus of valsalva. The procedure was completed. No additional patient complications were reported in relation to this event. It was further reported that the dissection was not a result of a boston scientific product. It was noted that the physician was very satisfied with the overall performance of boston scientific products in the case, particularly the megatron. It was noted that the issues were the result of case complexity. The megatron and all other boston scientific products helped to resolve the case positively. It was further reported that the dissection was created by the guiding catheter due to patient complexity prior to rotapro use. The synergy and synergy megatron were successfully implanted without any negative impact. The patient was discharged home and in good shape.